Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, discomfort, difficulty ambulating, and metalosis. Update 9/16/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and broken stem. After exposing the acetabulum and removing the liner, the patient went hypotensive and was taken the the ICU. It was discovered the patient had bilateral massive pe's. He was started on a heparin drip and sustained a stroke. The patient later developed pneumonia and passed away on (B)(6) 2014. Autospy wasn't done and the death certificate indicates the cause of death was sepsis. Part/lot is being updated. The stem is being added to the complaint.the complaint was updated on:(B)(6)2015.